Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/01/2014 with the following findings: the keypad was worn but with no evidence of peeling or tearing. During testing, the contrast button was found to be intermittently responsive. With the keypad cover removed, contamination was found underneath the contrast button contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow, down arrow, and ok keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.